Event description:
Using q.I. Medical, inc, tsb growth media, 100 ml, as qa process validation tool. Media was found to have inanimate sterile filaments floating in it that invalidate results of test.